Event description:
Arjo was informed about the event related to the enterprise 9000x bed. It was reported that during patient repositioning, the facility staff experienced a malfunction of the bed controls, followed by a burning smell. After reconnecting the bed to the power supply, smoke and sparks were observed, and the top sheet began to burn. The bed was immediately unplugged, fire safety was contacted, and the patient was safely transferred to another bed. There was a patient present at the time of the incident, but no injury occurred. The affected bed was removed from service. During the device inspection, an arjo technician identified burning marks on the power cable and indicated that a short circuit had occurred.

Manufacturer narrative:
The incident was caused by a short circuit originating from the bed's power cable. The cable was found to be burnt and showed signs of electrical damage, which led to smoke, sparks, and partial ignition of the top sheet. The malfunction occurred shortly after the bed was reconnected to the power supply. Although the cable damage has been confirmed, the exact circumstances leading to the failure remain undetermined. Instruction for use for enterprise 9000x () includes the following information related to cable damage and maintenance: "if the power supply cord or plug is damaged, the complete assembly must be replaced by authorised service personnel." "Make sure the power supply cord is not stretched, kinked, or crushed." "Make sure the power supply cord does not become entangled with moving parts of the bed or trapped between the bed frame and headboard." "Disconnect the power supply cord from the electricity supply, and store it as shown, before moving the bed." If the equipment fails to operate correctly, follow the suggestions in the IFU, which suggest simple checks and solutions. "If these steps fail to resolve the problem, contact arjo or an approved service agent." To sum up, the cable was damaged; therefore, the arjo device did not meet its specifications. There was a patient on the bed when the event occurred; no injury was sustained. The complaint was assessed as reportable due to the allegation of fire occurrence. The UDI number is not available as the device was manufactured before UDI implementation.